Event description:
On 11/18/2021, it was reported by a sales representative via e-mail that an ar-611-6 and ar-611-4, both uni knee impactors broke and shattered during the normal course of surgery. This was discovered during use in a uni knee procedure on (B)(6) 2021. The case was completed by using a new impactor.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. The device was not returned, however a picture was provided which. The picture show the impactor head broke off. The probable cause of the event could not be determined from the information available and without device evaluation.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/18/2021, it was reported by a sales representative via e-mail that an ar-611-6 and ar-611-4, both uni knee impactors broke and shattered during the normal course of surgery. This was discovered during use in a uni knee procedure on (B)(6) 2021. The case was completed by using a new impactor.